Event description:
It was reported a diamondback 360 precision coronary orbital atherectomy device (oad) was being used to treat a greater than 80% stenosed, heavily calcified lesion in the mid left anterior descending artery (lad). During the procedure, the oad stalled where the trifurcation was present distal to the lesion. The physician turned on glideassist mode, but the oad continued to stall. The physician moved the oad back and forth and was able to free the device. Treatment was performed. During removal of the oad, angiographic imaging showed a perforation. Balloon tamponade was performed. Echo was used to check fluid in the pericardial space, and a covered stent was used to treat the perforation. In the physician's opinion, it was unknown whether the perforation was due to the oad or the procedure. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 precision coronary orbital atherectomy device (oad) was being used to treat a greater than 80% stenosed, heavily calcified lesion in the mid left anterior descending artery (lad). During the procedure, the oad stalled where the trifurcation was present distal to the lesion. The physician turned on glideassist mode, but the oad continued to stall. The physician moved the oad back and forth and was able to free the device. Treatment was performed. During removal of the oad, angiographic imaging showed a perforation. Balloon tamponade was performed. Echo was used to check fluid in the pericardial space, and a covered stent was used to treat the perforation. In the physician's opinion, it was unknown whether the perforation was due to the oad or the procedure. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported unexpected shutdown - stall, difficult to remove - anatomy, perforation of vessels and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported unexpected shutdown - stall, difficult to remove - anatomy, perforation of vessels and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).